Manufacturer narrative:
No implant date was provided at the time of processing. This report will be updated once this information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise resulting in an inappropriate shock. An x-ray was completed to evaluate the system placement. Device data was sent to rhythmcare for review. Rhythmcare discussed the system placement could be optimized and provided further troubleshooting options to be considered at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.